Manufacturer narrative:
The reported device was returned for investigation. Investigation results revealed that all of the segments were accounted for. The cable broke on both sides where it exits the rigid shaft. Other observations of unit include two cracks on the proximal end of the handle, significant scratch marks on the proximal end of rigid shaft and a bowed shaft near the handle. No absolute cause of the cable failure can be determined but it is possible for the cable to fail at the point where it exits the rigid tube if the unit is not sterilized in the straight position with the sterilization sleeve per our directions for use. The distal end should not be bent to fit into a sterilization tray. This can kink and fray the cable at this location. It is practically impossible for the loop of cable to fail on both sides of the loop simultaneously. Segments can only become dislodged from the instrument if both sides of the cable loop are cut. The most likely scenario is that one side of the cable failed and the user continued to tighten the knob until the other side failed. Please note, that cable failure is minimized with proper care, lubrication and avoiding overstress. Do not use instruments if they do not perform satisfactorily in an operational test. The date code on the device was barely visible and I could not determine if the device was manufactured in may 2000 or jun 2000. A device history record review on lots 414078 (e00, may 2000) and lot # 417112 (f00, jun 2000) did not report any issue that would have contributed to the reported issue. Trending on lot #s 414078 and 417112 show no other reports for this issue.

Event description:
The retractor was being utilized during a laparoscopic procedure. The surgeon said the thumbscrew that applies tension to the instrument was very tight and when it was twisted further, the retractor broke into multiple pieces. Additionally, account stated the surgeon had to go back in with a grasper and remove the loose segments. The case was delayed for about 20 minutes while an x-ray was taken to ensure no segments were left in the pt.